Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia and hypoglycemia. The customer¿s high blood glucose level was 571 mg/dl at the time of incident and the current blood glucose level was 248 mg/dl while customer¿s low blood glucose level was 36 mg/dl and the current blood glucose value was 248 mg/dl. Customer experienced no symptoms for high and low blood glucose event. Customer was treated with manual injection and insulin for high blood glucose level. Customer was assisted with troubleshooting for high and low blood glucose level. Customer has been using insulin pump system within 48 hours of reported high and low blood glucose event. Customer reported that they have not contacted their healthcare professional regarding the high blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose level. Customer stated that the insulin pump was not alleging under delivering. The customer also stated that the auto mode feature was not actively on at the time of high and low blood glucose event. Customer declined to perform high displacement test. The insulin pump will not be returned for analysis.